Event description:
It was reported that pump touchscreen was blank and unresponsive. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 468 mg/dl. An insulin injection was administered to treat the bg.